Event description:
The medical device associated with this report is a non-sterile, rayon-fiber tipped applicator (ob/gyn) consisting of a plastic stick and the rayon-fiber bud. It was communicated that the bud was easily coming off of the stick when used by a doctor to swab a patient. This was causing the doctor to have to swab the patient several times. The manufacturer stated that in june 2011 they reduced the concentration of glue which was used to secure the rayon tip to the plastic shaft. The low concentration of glue used to secure the rayon tip to the plastic shaft was determined to be the most probable root cause of the bud coming off of the stick.